Event description:
Approximately three weeks post hvad implantation, the patient experienced foreign material in the driveline and an electrical fault in the controller. The patient was placed on a heparin and inotrope drip, and echo confirmed av operation prior to a driveline cleaning procedure. The clinical engineer performed cleaning of the driveline per the appropriate work instructions, with 3 disconnects lasting less than 30 seconds each. There were no adverse effects to the patient during the cleaning procedure. The controller was also exchanged with no reported patient injury.

Manufacturer narrative:
The product has been received. Preliminary evaluation of the returned controller reproduced the reported electrical faults and the controller failed to start a test motor fixture. The device analysis is ongoing.

Manufacturer narrative:
The pump and driveline cable were not returned as they are components of the implanted hvad system; however, the device was evaluated in the field by a heartware clinical engineer. Visual inspection of the dl connector confirmed contaminants within the connector and on the connector pins. The controller was returned to heartware for analysis and testing. Review of the controller log files confirmed multiple electrical fault alarms from (B)(4) 2013 due to an open electrical condition on one of the pump stators. The event log also shows multiple attempts to start the failed stator; however these were unsuccessful. The pump was operating and providing support on a single stator during this time. Visual inspection of the controller's driveline connector port confirmed contaminants within the connector port. During functional testing the controller powered up normally; however, it was not able to reliably start the pump test motor. This is likely due to the contaminants found within the driveline connector port, resulting in increased electrical resistance. After internal investigation of similar events (CAPA), corrective and preventive actions have been put in place.